Event description:
Based on attorney's report: (B)(6) 2003 - ventral hernia repair with a bard composix e/x mesh. On (B)(6) 2005 - treatment sought after patient reported a "pop" sensation in her abdomen and subsequent abdominal pain. On (B)(6) 2005 - patient underwent surgery to repair her recurrent ventral hernia with a bard composix kugel hernia patch. On (B)(6) 2006 - patient began experiencing increased abdominal pain. On (B)(6) 2010 - patient admitted to the hospital with acute sepsis. On (B)(6) 2011 - the patient underwent additional surgery for repair of a recurrent ventral hernia. On (B)(6) 2011 - post-operatively, the patient suffered a neurologic event, admitted to the intensive care unit with a diagnosis of embolic cerebrovascular accident. Attorney reports patient has suffered and will continue to suffer physical pain, and permanent injury.

Manufacturer narrative:
Based on the attorney's report, the patient was treated for a ventral hernia with a composix e/x mesh on (B)(6) 2003. Two years later, the patient reported feeling a "pop" sensation in her abdomen, and one month later had a recurrent hernia repaired with a composix kugel mesh. There is no indication in the attorney's report that the composix e/x was explanted during this or any subsequent procedure. On (B)(6) 2011, the patient was again treated for a recurrent hernia. There is no indication that the composix e/x or the composix kugel were explanted. The patient is said to have suffered a cerebrovascular accident during this procedure. Currently, it is unknown whether the bard mesh may have contributed to the alleged event. The patient was reportedly treated for hernia recurrences, which are listed as possible adverse reactions in both the composix e/x's and composix kugel's instructions for use. No medical records have been provided, no specific device failure has been alleged and no samples have been returned for evaluation. With the information provided, no conclusion can be drawn. The composix kugel implanted on (B)(6) 2005 was filed with the FDA under rae (B)(4).